Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received button error and motor error. The customer¿s blood glucose level was 260 mg/dl. The customer reported that they had received a button error and a motor error. It was reported that they had motor error alarm, but the buttons were not responding. The customer was advised to discontinue use of the pump. The insulin pump will not be returned for analysis.